Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported that the device stopped working sometime in june 2023. Revision surgery has been recommended but not scheduled yet.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of the coil wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported that the device stopped working sometime in (B)(6) 2023. The user has been re-implanted

Event description:
The user reported that the device stopped working sometime in (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.